Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2015: the patient presented with degenerative lumbar spondylolisthesis and spinal stenosis, l4-s1 and underwent the following procedures: l4, l5, s1 segmental instrumentation bilaterally with pedicle screw. Postero-lateral arthrodesis l4, l5, s1 with local laminar bone, corti-co-cancellous bone, and bmp. L4-l5 posterior chevron osteotomy bilaterally for sagittal plane reconstruction. L5 and s1 laminectomy and foraminotomy for spinal column nerve root decompression. Exploration of fusion mass, l5-s1 level. As per op- notes, ¿.. Pedicles were cannulated at l4, l5 and s1. The wound was irrigated, decorticated posterolaterally at l4, l5 and the sacral ala bilaterally, and local laminar bone, corti-co-cancellous bone, bmp posterolaterally for an l4-s1 arthrodesis. Osteotomy was performed at l4-l5. The l4 nerve root was decompressed. Laminectomy was performed at l5 and s1. Foraminal decompression was performed at l5 and s1. A lordotic rod was used to secure the screws..¿ on (B)(6) 2015: the patient presented for an office visit to another surgeon to get opinion in regards to post-operative management of chronic obstructive pulmonary disease. On (B)(6) 2015: the patient was discharged. The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.